Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52. Because the information was not initially completed by the user facility. The involved device was not returned for evaluation so the failure investigation was limited to a review of user facility information and quality records for the reported lot number. Inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the retained sample confirmed that performance specifications were met. A review of the device history record and shipping record confirmed there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon available information, there is no indication that this event was related to a device defect or malfunction. Device labeling does address the potential for such an event in the cautions section of the instructions-for-use by statements such as, "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a terumo glidesheath radial introducer 6fr was used during a procedure where blood leakage occurred. Once the introducer was inserted, there was blood leakage approximately 15 - 17cc from the upper border of the introducer sheath. No additional event details have been provided; however it was reported that there was no harm to the patient.